Event description:
The patient presented for a follow-up after alerts on merlin.net for non-sustained lead noise were received. Ventricular fibrillation episodes were also noted. The device successfully detected these episodes but therapy was not delivered. The patient presented in clinic again after receiving a remote care alert indicating the patient received inappropriate therapy. The lead was explanted and replaced as a lead fracture was suspected. The patient is in stable condition.

Manufacturer narrative:
A complete lead was received in two pieces. An internal insulation abrasion was revealed upon visual inspection beneath the rv shock coil breaching the re cable lumen with an abrasion noted to one of the re conductor cables. High potential testing was performed and the lead failed between the re and rv conductors. The reported event of inadequate hv output and noise were confirmed.